Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black water was discharged from the bending section. A root cause could not be identified. Based on the results of the investigation, the incompatible scope communication error e315 was traced to electrical component failure (component failure due to stress of repeated use, external factors, or handling). Additionally, the root cause of the black water is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited error e315 (incompatible scope). The event occurred during maintenance. There were no reports of patient involvement.